Manufacturer narrative:
Other, other text: additional information was received on 11/04/2020 that there was no patient present at the time of the event.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump was not alarming when occluded. There was no reported adverse event.